Event description:
A ventilator was returned to the manufacturer for evaluation of an alleged ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blender printed circuit assembly required replacement to address the issue. However, the device was being scrapped due to the lease term expiring.